Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the pump increased in temperature when it was plugged in and charging. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.